Event description:
It was reported that the patient underwent a tlif at l4-l5 in which rhbmp-2/acs was used. Reportedly, sometime post-op, imaging studies showed that the patient had developed uncontrolled bone growth and nerve compression at or near the implant site. It was reported that the patient now has chronic pain and radiculitis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, patient presented with following pre-op diagnosis: spondylolysis, l4-5; and underwent following procedure: tlif, l4-5; anterior interbody fusion with cage, local bone, graft and rhbmp-2/acs; posterolateral fusion with legacy 6.35 instrumentation, local bone, graft and rhbmp-2/acs. As per op-notes: ".. Following decompression attention was turned to tlif on the left at l4-5. Disc space was exposed and incised with a knife with care to protect the exiting and traversing nerve roots. Disc material was removed and distraction was applied with intra-laminar distractor. Disc space was then sized with 13mm cage. Anterior of disc space was packed with a combination of graft matrix and rhbmp-2/acs. Cage was packed with bone only and impacted into the disc space with good fit and fixation¿ lateral gutters were then packed with a combination of graft, matrix, rhbmp-2/acs on the right and bone only on the left.. The patient tolerated the procedure well.."

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.